Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display. Also, received with moisture damage on the motor and force sensor. The pump was received with case cracked behind the pump near the battery compartment and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump had damaged. Customer¿s blood glucose level was 160 mg/dl. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis